Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device ran rough and was hot during testing was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that a cutter could not be inserted into the attachment, and the nose tube was damaged (flared out on the end). It was determined that the cause of the cutter insertion failure was due to the bearings being worn out not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to normal wear and servicing over time. Failure was caused by worn out bearings. It was further determined that the cause of the flared nose tube was due to excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause of this condition was determined to be due to misuse, abuse and or error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 6 of 6 for the same event. It was reported that during pre-surgery testing, it was observed that three motor devices and three attachment devices were running rough and became hot. This event did not occur during surgery. There was no patient involvement. It was reported that unspecified spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.